Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0074) was removed from service due to a lead fracture. A cpi (0125) lead was implanted.